Manufacturer narrative:
H4: the lot was manufactured between 27 november 2023 and 29 november 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the device bladder, which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor did not fully infuse. After the expected infusion time of twenty-four hours the infusor appeared ¿almost half full¿. The flow valve was attached to the skin, clamp was open, and bottle was upright. The device contained 13500mg piperacillin tazobactam in 0.9% 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
Correction needed to g3 date, should be 07/25/2024.

Manufacturer narrative:
Correction to initial g3: date received by MFR: update from 07/24/2024 to 07/25/2024. Should additional relevant information become available, a supplemental report will be submitted.